Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the claw part of the obturator was broken and could not be connected to the outer sleeve, so it was not used. There was no patient involvement.